Event description:
It was reported that during a lap cholecystectomy procedure, when the site tried to apply the clip it was malforming. The site pulled out the device and tried to form several clips, but could not get a proper clip to form. They used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
.